Event description:
The customer reported that the battery charger indicator is not available / led not glowing of bezel. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.